Manufacturer narrative:
Additional information b5: medtronic received information that during use of an eopa arterial cannula, it was reported when the customer opened the device that there was a hole in the cannula. The device was replaced. There was no adverse patient effect associated with this event. Medtronic received additional information that the leak occurred during use. Upon putting the cannula to the aorta, blood spurted out from the cannula through a tiny hole. The cannula was immediately taken out and was replaced with the same size with different lot number. Correction d3 (MFR name), d3.1 (street 1), d3.3 (MFR city), d3.4 (MFR region) <(>&<)> d3.6 (postal code): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an eopa arterial cannula, it was reported when the customer opened an the device that there was a hole in the cannula. The use of the device was unspecified. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.